Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Allegedly, the patient was implanted with a pro-toe product on (B)(6) 2014. The patient has pain for several months and was revised on (B)(6) 2015 for the removal of an alleged broken toe implant.

Manufacturer narrative:
The product was not returned. The complaint was reviewed and analysis showed no trend for this item/lot number. The investigation is complete, and this will be the final MDR submission.